Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h11: the returned sensor wire was analyzed, and during the inspection, it was found that the ptfe peeled at middle section and the sleeve was detached from the wire, which confirmed the reported event. Based on the product investigation, the excessive force applied during the removal of the wire or the use of a metal needle or cannula likely resulted in the peeling of ptfe. Furthermore, the sleeve became detached. The excessive force applied during the removal of the wire probably led to the detachment of the sleeve. Therefore, the investigation concluded that the code for adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, the sensor wire was found lifted and peeled off at the distal tip. The procedure was completed with another of the same device. No patient complications were noted. The analysis of the returned device identified sleeve detachment.